Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed the device shows 41541 error. Functional testing was performed. The primary problem was with a defective latch/lock optic flex sensor. The latch/lock optic flex sensor was replaced.

Event description:
Device evaluation revealed the pump shows error 41541 due to a defective latch lock sensor. There was unknown patient involvement. No patient harm/adverse event was reported.